Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power control board and power supply were replaced to resolve the reported issue.

Event description:
The hospital reported an internal error that causes a loss of mechanical ventilation. The patient was manually ventilated, unit restarted and mechanical ventilation resumed. There was no report of patient injury.